Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient needed their stimulation reprogrammed because the program ¿dropped¿ a couple months prior to the call and the patient wanted to have their program back. On (B)(6) 2015-03-05 the patient met with their health care provider (hcp). They were reprogrammed and were receiving greater than 50% symptom reduction. The cause of the event was not determined. The patient did not experience a loss of therapeutic effect and recovered without permanent impairment.